Event description:
It was reported that patient underwent a bunionectomy procedure on (B)(6) 2015. During the procedure, the twist off screws pre-released and the screws did not find the pre-k-wired hole. This created a step-off deformity that was fixed with a manual screw.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03212 & 03213 & 03214).